Event description:
It was reported the programmer was observed to print very slowly. During ventricular threshold testing of a pacemaker, the programmer was reacting very slowly, when the programmer pen was released, resulting in continued lowering of voltage. This further led to patient having asystole, which resulted in dizzyness, dyspnea and all in all a very shocked patient. The programmer was returned for service. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis could not confirm the reported event. No anomalies found.